Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of approximately 40 mg/dl. The customer consumed glucose tablets and juice to address the low bg. The customer's healthcare provider stated the low bg is due to the pump's basal rates at night. The healthcare provider is reportedly monitoring the pump settings.